Manufacturer narrative:
A sample is not available for evaluation. However, photos were provided and will be evaluated as part of a no sample investigation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism for a 22 g x 1.25 in. Bd eclipse" blood collection needle with luer adapter did not cover the needle after use and activation. No injury or medical interventions were reported.

Manufacturer narrative:
Results: a sample is not available for evaluation. Customer sample photos were reviewed but could not confirm any broken components on the sample. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.